Event description:
On (B)(6) 2012, the lay user/patient contacted lifescan (lfs) alleging that her onetouch ultralink meter was prompting the apply sample error message. The patient informed the customer care advocate (cca) that she discovered the subject meter was allegedly not powering on when she became "lethargic" and had attempted to test her blood glucose. The alleged issue remained unresolved at the time of troubleshooting and replacement product was sent to the patient. This complaint is being ruled out as an adverse event because the patient reportedly developed symptoms prior to the alleged issue starting. However, the complaint is being reported because the alleged issue was not resolved at the time of troubleshooting.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.